Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen with a concentration of 2000 mcg/ml at an unknown dose. It was reported an alarm was heard and confirmed by telemetry. A critical alarm occurred. Low battery reset, pump in safe state, and elective replacement indicator (eri) all occurred on (B)(6) 2017. The pump logs were checked as a form of troubleshooting. The hcp was going to discuss pump replacement and would put the patient on oral medication. There were reported symptoms of the patient being more spastic than normal, twitch, and in more pain. The change in therapy/symptoms was considered gradual. The hcp called back again wanting to know about the eri and low battery reset. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of report was updated from previously being a malfunction to now a serious injury. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. -

Event description:
Additional information was received via a company representative. The battery was noted as having been depleted. The pump was explanted and replaced on (B)(6) 2017. The patient recovered without sequela. No pump rotor or dye study was performed. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. Eval code - conclusion code (B)(4) is being updated to (B)(4) for this event. Eval code - result code (B)(4) no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.